Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. The stent delivery system (sds) was returned for analysis. The stent had detached from the delivery system and was not returned for analysis. The balloon body was reviewed and no issues were noted with the overall balloon. Stent crimp markings were visible and the balloon wings were slightly relaxed from their original folded position. It was evident that positive pressure was applied. The distal edge of the bumper tip of the device showed signs of damage. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. A 2.25x24mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but the device was unable to cross the lesion. The device was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent detached.